Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Received report from facility stating that a dr doing r. Breast abcess, double gloved, 7.5 green glove under, 7 surgeons outer. Left glove hole index finger. Feeling in abcess cavity hole develop. Unable to obtain additional info from facility.